Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation patient knocked the machine off the nightstand and won't turn on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation, observed that pcba burned component. There was no errors has been identified. The device was scrapped.